Manufacturer narrative:
The customer reported that this central nurse's station (cns) is boot looping. According to the customer, sometimes it displays the patient tiles/cns software for a moment before rebooting on its own. Other times it has just one screen black, and the other screen is solid blue for a while before it reboots again. Technical support (ts) troubleshot the issue; however, the issue remained. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is boot looping. According to the customer, sometimes it displays the patient tiles/cns software for a moment before rebooting on its own. Other times it has just one screen black, and the other screen is solid blue for a while before it reboots again. Technical support (ts) troubleshot the issue; however, the issue remained. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/23/2025 I called matt to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for matt to call me back with this information. Attempt # 3: 06/26/2025 I called matt to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for matt to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) is boot looping. There was no patient injury reported.